Event description:
It was reported the patient experienced intermittent stimulation after a fall. Sometimes the patient felt stimulation in the pain target area but then the stimulation stopped. Impedances on the active group were > 3600 ohms. Measuring group impedances when the patient felt stimulation was not possible; the reason it was not possible was not specified. X-rays were recommended to detect any lead or extension damage. A lead revision had been scheduled. Additional information has been requested from the hcp, but was not available as of the date of this report.